Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. Product will not be returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 11 years post implantation of a right total hip arthroplasty, the patient reported pain, loosening, and burning sensation. Norevision has been reported at this time. No additional information available.